Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient developed low blood glucose (bg) levels of 2.2 mmol/l (39.6 mg/dl) while wearing the pod and trying to deliver a bolus a communication error was experienced. The patient visited the doctor who administered glucagon. The pod was discarded.